Event description:
It was reported when using the bd k2edta plh 13x75 2.0 plbl lav tubes, three tubes were underfilled. There was no report of impact on the patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one photo was received in support of this complaint. Photo was examined and the reported issue of low draw was observed. Bd was able to confirm the low fill based on the photo although was unable to confirm any manufacturing defects. Additionally, retained samples were tested and all tested samples met specification. Bd was unable to confirm the reported incident based on retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode based on customer's photo. Bd was unable to identify a root cause. Complaints received for this device and the condition reported will continue to be tracked and evaluated. The information will be captured in trend reports and monitored. Our business team regularly analyzes collected data to identify emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd k2edta plh 13x75 2.0 plbl lav tubes, three tubes were underfilled. There was no report of impact on the patient or user.